Event description:
It was reported that the patient attempted to insert a new cartridge before completing the required rewind step and could not locate the change cartridge and tubing sequence, after which the patient received troubleshooting and education and proceeded with the supply change without further issue. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included customer support troubleshooting and user guidance on correct infusion set and cartridge change steps. Investigation of this case revealed use error related to incorrect supply change sequence, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inadequate understanding of the change process, resolved with education.